Event description:
Vertebral body fracture was reported following 2-level xlif surgery without posterior fixation in a (B)(6) female. The pt reportedly fell shortly after the xlif surgery, but radiographs did not reveal fractures at that time. Prior surgery had occurred using interspinous spacers; spacers were reported to have been ineffective necessitating further surgery. It is unk if a revision surgery is planned. Date of initial surgery is unk as is the date of the xlif surgery. The involved products have not been identified.

Manufacturer narrative:
No info has been provided to identify the product that allegedly malfunctioned. No product has been returned and nuvasive has been unable to perform an analysis of the device in question. Multiple attempts have been made to contact the reporter. Nuvasive will continue to investigate this report and follow-up info will be provided in the event it is obtained.